Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since (B)(6) 2015, dizzy since (B)(6) 2015, light-headed since (B)(6) 2015 and human papilloma virus infection (gyn exam, hpv high risk screening) since (B)(6) 2015. Family history included breast cancer. Concomitant products included contraceptives nos for birth control as well as triamcinolone acetonide (kenalog). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches "), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced lichenoid keratosis ("lichenoid dermatitis"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain/ abdominal area pain ") and rash ("rash"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms, (B)(6) 2016 hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge, dyspareunia, vaginal haemorrhage, dysmenorrhoea and rash had resolved and the intra-abdominal haemorrhage, abdominal pain lower, abdominal pain, fatigue, migraine, menorrhagia, lichenoid keratosis, headache and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, lichenoid keratosis, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the tip was placed into the ostia to the level of the black positioning marker. Essure placement confirmed and insert deployed. 5 coils seen in cavity, however retreated into the ostia with only one coil seen. The right ostia was seen and essure device was passed through hysteroscope with visual of the tip. The tip was placed into the right ostia to the level of the black positioning marker. Essure placement confirmed and insert deployed, 5 coils seen in cavity. During placement patient with mild cramping on right only. Complication: mild cramping on right monitored and resolved. Finding: stressed need for hsg. Procedure performed: total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, greater than 45mins and cystoscopy. Findings: scar tissue of the bladder to lower uterine segment, bowel to left pelvic sidewall, bowel to the anterior abdominal wall and omentum, ovary and tube to bowel on the left side, cystoscopy, there was bilateral efflux, bladder appeared intact and normal cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed coils and full occlusion of both tubes confirmed placement of both essure coils and full occlusion of both tubes. Approximate weight at the time of essure placement 220 lbs. Essure confirmation test- was done. On (B)(6) 2015, ultrasound transvaginal with pelvic: endometrial strip complex measures 4.5mm. Large simple cyst within right ovary measuring up to 4.5cm. Small mass versus complex cyst in the left ovary measuring 1.1cm. No free fluid and additional abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, weight increased and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet received and medical records. New reporters added and case updated to medically confirm. Plaintiff¿s demographics, family history, concomitant disease and concomitant drug added. Essure indication updated. New events abnormal bleeding (vaginal, menorrhagia), lichenoid dermatitis, dysmenorrhea (cramping), headaches and weight gain were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, vaginal discharge, abdominal pain lower, abdominal pain, dyspareunia, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2014: confirmed coils and full occlusion of both tubes confirmed placement of both essure coils and full occlusion of both tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.